Manufacturer narrative:
Previous ins: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: implantable neurostimulator. Procode/PMA/510(k) number: please note that this device was used in an off-label manner as it was implanted for dystonia. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were low impedances on right-sided electrode pairs 8/9, 8/10, and 9/10. The patient was programmed on monopolar contacts c/9 and c/10, and maintained good therapy prior to end of service (eos). Although it was also stated the patient seemed to be having more spasms, so it was not clear if there was an impact on therapy. It was noted that the implantable neurostimulator (ins) did not appear to have had its service life extended, and thus reached eos at 9 years. The ins was replaced, and low impedances persisted after ins replacement. Additional revision/replacement of the system was being considered.  The patient was implanted for secondary dystonia.